Event description:
Medtronic ICD with sprint fidelis leads allowed heart to slow to point of patient passing out. ICD then sensed problem and shocked patient twice. Pacemaker was reset to fail safe mode, pacing atrial and ventricle until patient could be transported to medical center for pacemaker and lead change.